Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. (B)(4). Failure investigation: the carefusion service group received the suspect user interface module (uim) for investigation and repair. The service group performed power cycle on routines in the user mode, uim functionality testing, in which the device passed all manufacture testing. The reported issue could not be duplicated in the laboratory setting. No component failure was identified therefore no root cause could be determined.

Event description:
The customer stated the screen on this avea ventilator does not respond to touch commands and only two of the membrane panel keys work on startup. The customer stated that this unit was not on a patient.